Event description:
It was reported that a right atrial (ra) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that a right atrial (ra) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Lead returned in two segments - melted-open (likely explant electro-cautery damage) ~19 cm from the terminal end. Tip section was stretched and pulled-apart to the point of fracture. The observed damage is not deemed to indicate a product defect or malfunction.